Event description:
It was reported by service report that the scale was inaccurate, the power cord was damaged with exposed wires, and the headboard was damaged with exposed sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell; headboard.